Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm prograsp forceps instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged grip cable at distal end. Correction : primary product batch/lot number under section d was updated to k12240111 0154.

Manufacturer narrative:
A review of a customer provided image was performed by an intuitive surgical, inc. (Isi) regulatory market surveillance analyst. The image was consistent with reported complaint of broken cable. The 8mm prograsp forceps instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm prograsp forceps instrument was observed to have an unknown failure. The procedure was completed with no reported injury. There were no reports of fragment(s) falling into the patient's anatomy. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the cable on reported instrument was broken. The instrument did not move with non-intuitive or uncontrolled motion. The instrument was available for evaluation. Photographic image of instrument was provided for review. The batch details of reported instrument was confirmed by customer. The issue occurred during recipient kidney procedure.